Event description:
The customer observed a falsely decreased calcium result for one patient on an architect c16000 analyzer. The following data was provided (reference range is 8.4-10.2 mg/dl): sample ID (B)(6) initial result was 2.3, repeat results were 9.8 and 9.6 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased calcium results on the architect c16000 processing module, serial number (B)(6) . During an extensive investigation, the fsr performed troubleshooting procedures, but was unable to determine a single definitive part for the likely cause of the issue. The architect c16000 processing module, serial number (B)(6) , was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased calcium result for one patient on an architect c16000 analyzer. The following data was provided (reference range is 8.4-10.2 mg/dl): sample ID (B)(6)initial result was 2.3, repeat results were 9.8 and 9.6 mg/dl. There was no impact to patient management reported.